Event description:
Additional information was received from the manufacturer representative (rep) stating they attempted to connect to the device, but the patient is having the device and leads explanted.

Manufacturer narrative:
Continuation of d10: product ID a72200 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a implantable pulse generator (ipg) experienced persistent inability to connect to the device following three cardioversion procedures performed in one day. After the cardioversion, error code 323 (charge pump collapse detected) was displayed on the patient handset, and repeated attempts to connect to the ipg resulted in a prolonged "communication in progress" message, followed by the error code. The device was unresponsive to both patient and clinician applications, and a message about stimulation intensity being too high was displayed, after which the setting was seen to be 0. The communication progression bar stalled at approximately 75%, then displayed "no device response." Multiple unsuccessful attempts were made to reset the ipg using the tablet, but the device remained unresponsive. The ipg was determined to be damaged as a result of the cardioversion, leading to therapy interruption due to inability to re-establish device function. The patient had the recommended programming in place at the time of cardioversion, and stimulation was left on during the procedures. There was discussion and inquiry regarding the safety and feasibility of performing magnetic resonance imaging (MRI) with the damaged and unresponsive ipg, but no urgent MRI was needed for the p atient. Agent reported replacement of the ipg was identified as necessary to restore therapy. No symptoms were reported.